Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25 due to connector resistance issue. No unexpected low battery alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump alarmed for power error detected. Customer¿s blood glucose was 160m/dl at time of incident. Customer states internal power source in the pump is unable to charge and notification light did not immediately stop flashing. Customer advised to monitor the pump and call back if issue recurs. Insulin pump will be returned for analysis.